Event description:
The customer reported to baxter us one (1) clearlink system y-type blood/soln set std blood filter that came out of the package with the blood tubing separated. The nurse was ready to hang the second unit of blood when the spike and tubing separated. This occurred prior to patient use and no patient injury occurred. No sample is available for evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.